Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the rectosigmoid during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the balloon burst before being inflated to 18 mm. The same problem occurred with the second cre pro wireguided dilatation balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.